Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of battery out limit, off no power anomaly and blank display from the insulin pump. The customer's blood glucose level was 180 mg/dl. The customer stated that he changed the battery and the screen was blank. The customer stated that he received a battery out limit alarm. The customer stated that the battery cap is corroded. The customer was advised to monitor the pump. The customer will be sent a replacement battery cap.